Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was battery depletion and the implantable cardioverter defibrillator (ICD) could not be interrogated. It was also reported the ICD and leads were removed due to tricuspid vegetation presumed to be fungal. No further patient complications have been reported as a result of this event.